Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the inflation issues and balloon rupture were able to be confirmed. The difficulty deploying the stent could not be replicated in a testing environment due to the condition of the returned device. The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection and sem imaging of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: xt-r. Guide cath: heartrail ii 6f il3.5sh. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified and 90% stenosed distal right coronary artery. Pre-dilatation was performed with an unspecified balloon catheter. A 2.5 x 38 mm xience alpine stent delivery system was advanced to the lesion and inflated when the balloon would not inflate past 6 atmospheres. Three attempts were made to deploy the stent implant; however, the balloon would only inflate to 6 atmospheres. There was resistance removing the stent delivery system from the stent was it was not fully deployed. As the stent was only partially expanded, post-dilatation was performed with a 1.5 x 10 mm and then a 2.5 x 15 mm non-abbott balloon catheters to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.